Event description:
A pump malfunction occurred, known as alarm 20, during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite attempts to load a new cartridge, the customer was unable to resume insulin therapy, leading to cartridge alarm recurrence. Technical support assisted in replacing the pump and confirmed the shipping address. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Additionally, the customer was informed on how to put the pump into storage mode and acknowledged instructions to return the faulty pump using a pre-paid label within 10 days.